Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the implanted device was broken. According to the report, the patient was getting sick. Reportedly, there was some kind of disconnection with regards to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.